Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any insulet product condition could have contributed to the patient's diabetic ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records could be reviewed.

Event description:
The patient's mother stated they activated the pod on (B)(6) at 8:17 pm and her daughter's blood glucose at 10:05 pm was 250 mg/dl. Although her bg levels were good all night, her daughter woke up at 6:00 am on (B)(6) with stomach pains and vomiting. She was admitted to the picu with diabetic ketoacidosis and treated with IV insulin, glucose and electrolyte management. Her highest bg was 338 mg/dl at the hospital. The mother reported that one vial of test strips was giving inaccurate results compared to the hospital laboratory but when she switched to another vial from the same lot, the results were good. The comparisons were a follows" see scanned table. Abbott diabetes care was informed of this event. The customer did not request any replacement of the pdm, only the strips, which insulet provided.